Manufacturer narrative:
Corrected data: b5- "the reporter indicated that a 13.2mm tmicl 13.2, -10.00/1.0/107 (sphere/cylinder/axis) implantable collamer lens tore during loading into the injector for the left eye (os) on (B)(6) 2019. There was no patient contact. A replacement lens was implanted and the problem was resolved. The cause of the event is reported as due to loading error." Should be in the initial MDR. H3- device evaluation: "liwuid" should be corrected to "liquid" in the previous MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in liwuid in a lens case/vial. Visual inspection found the haptic torn. Claim#(B)(4).

Manufacturer narrative:
One similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that 13.2mm, tmicl13.2, -10.00/1.0/107 (sphere/cylinder axis) implantable collamer lens tore during loading into injector. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.